Manufacturer narrative:
After service, the customer did not report any further issues. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer's ise calibration and qc were acceptable. The field service engineer cleaned the ise system. He performed ise calibration, qc, and precision testing with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 na, k, and cl results for one patient tested on a cobas 6000 c (501) module. The patient¿s initial results were reported outside the laboratory and the physician questioned the results. The physician asked for the sample to be repeated. The customer performed further testing on the initial sample for confirmation. The patient¿s initial ise results were na 121 mmol/l, k 2.94 mmol/l, and cl 125 mmol/l. The patient¿s repeat ise results were na 140 mmol/l and 140 mmol/l, k 4.04 mmol/l and 4.03 mmol/l, and cl 104.9 mmol/l and 105.7 mmol/l. The customer determined the repeat results were correct. The na, k, and cl electrode lot numbers and expiration dates were requested but not provided.